Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was received for analysis a paper lid and a winding former with a undispensed suture of product code vcp304. During the visual inspection of suture, the end suture was noted damaged (cut) and it not impression on swage area could be observed. Also, the needle was not received for determine the assignable cause. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to that the needle was not received and condition of suture received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pull off the suture when out of package during use. Another device was used to complete the procedure. There were no patient consequences reported.